Manufacturer narrative:
Patient information was unavailable from the site. Event problem and evaluation: * on 7-nov-2016, a medtronic representative went to the site to test the equipment. The imaging system would take fluoro, but not 3d spins. Generator errors 147 and 63 were displayed. Starter and booster boards were replaced. The booster board was bad at install, causing generator control board to constantly beep. Additional replacement booster and starter boards were ordered. * on 9-nov-2016, the medtronic representative went back to the site to replace parts and test the equipment. Replacing the starter and booster boards resolved the reported issue. A system check-out was performed and the mechanical tests, imaging tests and safety inspection all passed. * four pcba generator parts were returned to the manufacturer, and an evaluation of each part is in progress.

Event description:
A site representative reported that during a surgical procedure, the imaging system would not take a 3d spin. Previously, a 2d shot was taken successfully. Re-booting the system did not resolve the issue. They were unable to bring the system back up. The surgeon opted to complete the procedure without the use of the imaging system. No further details were provided. Further investigation is in progress.

Manufacturer narrative:
A rt site representative reported that the procedure was a lumbar fusion. The reported event caused a delay of approximately 10 min. The site has 2 medtronic imaging systems and the 2nd of which was brought in for the final 3d spin to complete the procedure. There was no adverse affect to the patient.

Manufacturer narrative:
The generator starter board was returned to the manufacturer for analysis. The starter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The booster board for the imaging system that was found to be bad at installation was returned to the manufacturer for evaluation. Testing found that there was electrical overstress on the board. The starter for the imaging system was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. An additional starter for the imaging system was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.